Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tap not sticking during use on event on (B)(6) 2024. Tap was lifted. No further information available.